Event description:
The customer reported that throughout the day they got a blank display several times on the insulin pump. The customer's blood glucose was 260 mg/dl which was treated with the insulin pump. The device did not have any physical damages, it was neither dropped nor bumped, and it was not exposed to moisture. The battery compartment and the spring are neither damaged nor corroded. The customer stated that they were not sure if there was contact being made with the battery cap. Troubleshooting was performed by inserting new batteries. The display came back on and stated battery test failed. In the history of the device low battery and bad battery alarms were noted. The customer stated that they sis not have time to troubleshoot any further and would call back. The customer was advised to disconnect and to remain on back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.